Event description:
It was reported during a da vinci assisted surgical procedure that the monopolar curved scissors (mcs) where dull and not cutting correctly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: correct the scissor during procedure found that it was dull and having a hard time cutting, it has nothing to do with instrument breaking apart and is therefore not applicable, nothing was notice to have fell into patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have blade damage at the base, mid and top of the blade. There is assumption of possible detached fragment but could not be measured in size. Both blade edges were indented. Which is the cause for the instrument being dull, not opening and closing properly. Common causes of the failure mode mechanical indentations and/or burrs instrument blades are attributed to use related damage when attempting to cut incompatible material, such as hard objects like bone or cartilage, or from mishandling or misusing the instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.